Event description:
In (B)(6) 2015 I was implanted with the essure devices. Since (B)(6), I have experienced constant bleeding to date, mood swings, sever irritation (mood), weight gain, constant bloating, frequent urination, headaches, brain fog, stuttering, severe stabbing pains in both sides of pelvic area, pain in my left hip regularly. I found out one of the devices migrated, I need further consultations with doctors for the next steps.